Event description:
Completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a damage on the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer's allegation was confirmed due to damaged video connector. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the video system center, there was a scope communication error, b30. The issue was found during preparation for use. The therapeutic procedure, laparoscopic cholecystectomy, was completed using another device. The patient was not under anesthesia. There were no reports of delay, patient injury, or death associated with the event.